Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire. Upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual analysis did not have any damage/defect. The carrier was able to move in and out and after deploying the carrier, the cage was able to catch the suture. Additionally, a functional test of a polypropylene suture was performed and it was able to be loaded in the device, the device actuated and the spring catch caught the needle. A functional test was performed with the monodek suture, this suture was not able to be loaded in the carrier. The investigation found that dimensional interference between the carrier slot width and the suture string diameter used in the field could be causing issues for loading/engaging the suture and the narrower slot width introduced by the design change has increased the likelihood of interference with the suture and consequently issues for the proper loading/engaging of the suture in the device. Based on the information available and analysis results, device misfire and carrier misalign were not confirmed. A conclusion code of cause traced to device design was assigned to this investigation.

Event description:
It was reported that a capio slim device was used during a vaginal suspension procedure. During the procedure, the device misfired and was misaligned. There was no information on what completed the procedure and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire.

Event description:
It was reported that a capio slim device was used during a vaginal suspension procedure. During the procedure, the device misfired and was misaligned. There was no information on what completed the procedure and there were no patient complications reported.